Manufacturer narrative:
Our fse (field service engineer) was on site, and investigated the reported issue. Maintenance kit was installed, and damaged tube was replaced with the new one. The compressor passed all the tests and returned to clinical use. The root cause of the reported event is the damaged compressor tubing that has to be replaced during preventive maintenance (pm). The cause that led to the hole could not been identified.

Event description:
It was reported that the compressor alarmed for low pressure. The patient involvement is unknown. Manufacturer ref.#: (B)(4).